Event description:
It was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not boot normally and the screen went black after booting. Upon troubleshooting, the fse found that the host pc's power supply was defective, preventing the host pc from booting. To resolve the reported issue, the fse replaced the host pc's power supply (which the customer purchased locally), and the system was returned to use in good working order. The codes were updated based on the investigation outcome.